Event description:
It was reported, the patient is no longer receiving effective stimulation. An sjm representative met with the patient and reprogramming was unable to resolve the issue. X-rays were done and revealed the lead has migrated. The patient is working with her physician to determine the next course of action. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.